Event description:
It was reported that a m. Blue valve was implanted. According to the complainant, the valve had adjustment difficulties. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
Due to the missing product information (e.g. Serial number/delivery note batch), we were unable to trace the production of affected product. We can assure you that all our products are manufactured by qualified staff and individually tested before they are placed on the market. An investigation was not possible because the product is not available. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to the functional deviations is only possible by examination. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. A final conclusion on the suspected overdrainage and adjustment difficulties is only possible with an examination.

Event description:
The complained product was not sent to the manufacturer for investigation.